Manufacturer narrative:
Information in section f provided by the manufacturer. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient developed corneal abrasions in the left eye at 1 day post op. The patient complained of right eye feeling a little scratchy and blurry. The clinic reported there was no loss of best corrected visual acuity. No medical or surgical intervention required. The clinic reported the corneal abrasion took more than one week to heal. At 2 week post op, the corneal abrasions had healed.